Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information: (B)(6), date of report: (B)(4) 2012, device MFR: tissue science laboratories, (B)(4). (B)(6).